Manufacturer narrative:
Concomitant product: 694758 lead, implanted: (B)(6) 2009.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)? Battery did not last as long as intended. The ICD wa s explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.